Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 1). Per op notes, "a 3dmax mesh (device 1) was placed in the preperitoneal space on the right side covering both the direct and indirect space as well as the femoral space." On (B)(6) 2014 - patient was diagnosed with left inguinal hernia thereby underwent repair with the implant of perfix plug (device 2). (Notes: no op notes were provided). On (B)(6) 2016 - patient was diagnosed with recurrent inguinal hernia thereby underwent laparoscopic bilateral repair with the removal of mesh (device 1) and implant of ventrio mesh (device 3) and composix kugel mesh (device 4). Per op notes, "patient had recurrent hernias on both the left and right side. On the patient's left side, there is a plug (device 2) visible in the indirect space. On the right side, a flat mesh (device 1) is present covering the entire groin. The groin was reinforced on both the left and right side using a ventrio mesh (device 3) towards the peritoneal cavity. The patient was seen to have an thin bladder wall which had torn where it was adherent to the prior hernia mesh. During this portion of the procedure, the hernia mesh (device 1) was removed on the patient's right side. A composix kugel mesh (device 4) was placed to the abdominal wall using prolene sutures."